Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drugs being delivered were 18.3 mg/ml hydromorphone at 5.81 mg/day, 36.7 mg/ml bupivacaine at 11.652 mg/day, and 1101 mcg/ml clonidine at 349.6 mcg/day. It was reported that there was a metrology programming error to the clonidine metrology on (B)(6) 2020 when the pump was replaced. Caller states it was programmed to mg/ml and should have been mcg/ml. The number itself is accurate. The caller updated this programming, troubleshooting resolved reported issue.